Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The investigation has shown that the upper part of this short cut is indeed completely broken off as complained. The cutting edge is blunt and badly damaged. The broken surface of the instrument is homogenous which indicates material conformity. We suppose that the edges got damaged during previous cuttings and finally broke under the mechanical pressure over time. The review of the production history revealed that this instrument was manufactured in october 2007 according to the specifications. No manufacturing related issues were found.

Event description:
It was reported that the shortcut was broken. This is report 1 of 1 for complaint (B)(4).